Event description:
The customer reported via phone call that they received a lost sensor alarm. Customer's blood glucose was unknown at the time of the incident. The customer also reported experiencing a low blood glucose of 44 mg/dl. The customer stated they were driving when they experienced their low blood glucose. The customer stated they were in a vehicular accident, but was not hurt. Customer declined to go to the hospital for their low blood glucose. The customer stated the perceived cause of their low blood glucose was unknown. Customer was advised to have a drink by the paramedics. Customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.